Event description:
The contact for a peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When the patient contact bypassed the patient's treatment to a "fill" stage, there was fluid leaking from the patient line connection. The sample set was not made available for analysis. During follow up the patient reported that her effluent was clear. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.